Manufacturer narrative:
A supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the bleed resolved on (B)(6) 2016 and the speech issues resolved on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va0bh43 serial# implanted: (B)(6)2013 explanted: product type lead product ID 3387s-40 lot# va1ajr7 serial# implanted: (B)(6)2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator parkinson's dual and movement disorders. It was reported that the patient experienced an intraparenchymal hemorrhage in their left frontal lobe. The signs/symptoms of the event included bleeding in the electrode tract. The diagnostic methods included imaging (x-ray, MRI, CT scan, etc) on (B)(6) 2016 that resulted in the identification of the event. An examination on (B)(6) 2016 was also performed and resulted in the patient being "lethargic to stuporous and aphasic". On (B)(6) 2016, another examination was performed and resulted in the identification of the patient being disorientated overnight and experiencing expressive aphasia/word salad. Another examination was performed the same day and indicated the patient's speech was near baseline without aphasia. On (B)(6) 2016, an examination and imaging were performed and resulted in the identification that the patient continued to experience word finding difficulty; however, the imaging revealed the bleeding was resolved. The etiology was noted as not related to the device/therapy and related to the implant procedure; surgery / anesthesia were noted. The actions/interventions taken to resolve the issue were noted as an extended hospitalization that included speech therapy and administering medications (keppra) on (B)(6) 2016, and discharging the patient to a skilled nursing facility on (B)(6) 2016; the event resulted in a prolongation of an existing hospitalization. The patient then decided to continue their recovery at home. Th event was considered resolved with sequelae (aphasia) on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the patient underwent successful placement of their deep brain stimulator on (B)(6) 2016 with good mers and no side effects until 4.0v. However, the patient then developed post-operative aphasia and was found to have superficial frontal bleeding, with the battery replacement deferred until the end of (B)(6) as a result. It was confirmed that the issue was procedure related. On (B)(6) the symptoms were also updated to include that the patient's bleed was resolved on (B)(6) 2016 , with their speech issues resolved on (B)(6) 2017. No further complications are anticipated.